Event description:
It was reported that during a procedure to treat a chronic total occlusion in the mid left circumflex in an unspecified lesion, a heightened friction was felt during advancement and withdrawal of a non-abbott balloon catheter and the proximal coating of the versaturn guide wire, specifically when the balloon portion of the catheter reached the polytetrafluoroethylene (ptfe) portion of the versaturn guide wire. All other devices worked properly, meaning no friction was noted during advancement or withdrawal. Reportedly, the same level of friction was noted with a non-abbott guide wire and the non-abbott balloon catheter as well. After the case with the used devices, the physician evaluated the versaturn guide wire and the non-abbott balloon catheter again and felt the friction between the two devices, it was not close to binding but did create heightened friction. This was a very long multi-vessel case, approximately one hour and including approximately 30 devices being used (six stents, intravascular ultrasound, and pre-dilatation and post-dilatation balloons). Approximately 20 exchanges of devices were performed over the versaturn guide wire and only one exchange over the non-abbott guide wire. The proximal end of the versaturn guide wire was straight with no bends/kinks. The procedure was able to be completed successfully with the versaturn guide wire. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.